Manufacturer narrative:
The reported issue was confirmed. The root cause of the device not filling was determined to be a seized circulation pump motor. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed had an arctic sun device that was not filling, they pulled the fluid delivery line off the back to check for vacuum and nothing could be felt, coming in for an assessment. Per follow up information received via phone on 05jan2024, no patient involved, and sample received. Per sample evaluation results on (B)(6) 2024, it was reported that the tank seals were lifted from tank. Completed the 2000-hour pm procedure on the device.